Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.(B)(4). Lens not returned..

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vticmo12.6 implantable collamer lens, -09.00/+1.5/102 diopter, in the patient's left eye on (B)(6) 2016. On (B)(6) 2016, the patient experienced excessive vaulting of the lens and a significant reduction of irido-corneal angles.

Manufacturer narrative:
The lens was returned dry in the case/vial; surgical residue was cleared; visual inspection found haptic bent and fiber on the surface. (B)(4).

Event description:
The lens was explanted and exchanged for a shorter lense on (B)(6) 2016 and the problem was resolved.

Manufacturer narrative:
(B)(4).